Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00728. Additional follow up identified reprogramming was able to resolve the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00728. It was reported the patient's scs system was not providing adequate relief. Technical support tried to troubleshoot with the patient's controller however the patient had not kept it charged. The patient wanted to meet with a company representative for reprogramming of therapy. The patient currently does not have therapy and expressed interest in getting the system explanted.